Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4) implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) was observed with high threshold. The lead was reprogrammed. The lead remains in use and it will be reassessed in a few months. No complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.